Event description:
The patient's bone was soft and of poor quality so when the jig was placed with the headless trocar tipped drill pins, one of the headless pins was tapped through the femur into the canal and was unable to be retrieved. Surgeon used several of the cement extraction instruments to attempt removal, unsuccessfully. Experienced surgeon; foreign object retained in patient. Manufacturer response for trochar drill jig pins: zimmer nexgen (per site reporter). Sales rep provided surgical guide for the zimmer nexgen knee, he pointed out steps 3-5 where trocar tipped drill pins are used medially and laterally to the femoral canal to hold cutting blocks in place.